Event description:
Related manufacturer report number: (B)(4). It was reported that the patient presented for follow-up with the right ventricular lead that exhibited a failure to capture at the maximum threshold and over-sensed noise. Visual inspection of the lead revealed insulation damage, and the lead was explanted and replaced. The pulse generator was also explanted due to product advisory. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, oversensing and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found a suture tie impression with the outer coil compressed and the outer insulation breached/damaged which exposed the outer coil at the suture tie impression region. This was due to excessive suture tie down forces. Electrical testing found an internal short between the outer coil and inner coil conductor paths at the suture tie impression region due to excessive suture tie down forces. Destructive analysis of the lead found the inner insulation was breached/damaged at the suture tie impression region and exposed the inner coil due to excessive suture tie down forces. The cause of the reported events was due to the breached/damaged outer insulation and inner insulation exposing the outer coil and inner coil due to excessive suture tie down forces.